Event description:
Additional information received indicated that the patient is 20/20 on both eyes and is doing fine.

Manufacturer narrative:
Additional information: the delivery device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, a device history record (DHR) review could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsular bag tore during insertion of the lens into the eye. The lens was removed and a second lens of a different model was then implanted; however, the second lens was also removed due to a kinked haptic. A third lens was successfully implanted to complete the case. The incision was not enlarged and sutures were not required. The patient is fine post procedure and was referred to a retina specialist for observation. Additional information has been requested, but has not been received.